Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise due to suspected lead fracture on the right ventricular (rv) lead. The fracture was not visually confirmed only suspected. Surgical intervention was performed and the rv lead was capped while the device remains in service. The patient is not pacemaker dependent. No additional adverse patient effects were reported.